Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental probs") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, tooth disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2008 and (B)(6) 2010. Plaintiff received treatment for fallowing condition: uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury nos" replace with "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse ),apareunia, pelvic/, abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury, migration, perforation, uti, fatigue, dental problems, hormonal changes, nausea" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other/migration/ migration of essure device location of device: stomach/ left essure coil has migrated has migrated.') And heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental probs"), nausea ("nausea") and migraine ("migraine/ headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, heavy menstrual bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, nausea and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2008, (B)(6) 2008 and (B)(6) 2010. Plaintiff received treatment for fallowing condition: uti. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received. Patient¿s demographic details and reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other/migration/ migration of essure device location of device: stomach/ left essure coil has migrated has migrated.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental probs"), nausea ("nausea") and migraine ("migraine/ headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, nausea and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted for date(s) of insertion: 2008 and (B)(6) 2010. Plaintiff received treatment for fallowing condition: uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Reporter information updated. Events:abnormal bleeding vaginal, migraine/ headaches, plaintiff did not undergo confirmation test were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other/migration/ migration of essure device location of device: stomach/ left essure coil has migrated has migrated.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental probs"), nausea ("nausea") and migraine ("migraine/ headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, nausea and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2008 and (B)(6) 2010. Plaintiff received treatment for fallowing condition: uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.